Event description:
It was reported that when using the bd pyxis¿ es server there was an upgrade issue the customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that post the 1.6 upgrade, issues were encountered. A technical support specialist checked the messages and found that the patient update message was never sent, when reviewing the s12 messages, it was determined that the pharmacy automated dispensing equipment area setup was incorrect and corrected the pharmacy automated dispensing equipment area setup. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server there was an upgrade issue.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this event.